Manufacturer narrative:
The customer reported that a nurse heard a loud pop and received a shock while removing the paddles cable from the patient connector when the device was powered on. There was no report of serious injury resulting from this incident. The device was evaluated at philips, but the symptom could not be duplicated. The device passed all standard testing, including electrical leakage testing. Based solely on the customer report, we are considering this a malfunction. We cannot determine the cause since we could not duplicate the symptom.

Event description:
The customer reported that a nurse heard a loud pop and received a shock while removing the paddles cable from the patient connector when the device was powered on. There was no report of serious injury resulting from this incident.